Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: mach1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, 90% stenosed distal left anterior descending coronary artery. A 2.25x15mm trek rx balloon dilatation catheter (bdc) was prepped for use and advanced to the lesion. During the first inflation, the balloon ruptured at 10 atmospheres. The bdc was removed from the patient anatomy and angiography confirmed there was no damage to the vessel. The procedure was successfully completed with a new unspecified bdc, resulting in 0% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.